Manufacturer narrative:
Event date: (B)(6) 2018, date of this report: 08/28/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the display went blank and the unit alarmed. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 29nov2018. Date of manufacturer: 28nov2018. The customer contacted philip's product support and troubleshot the issue. No ventilator inoperable or check vent codes were logged. Product support advised the customer to perform a full performance verification test and address any issues found then to run-in for an extended time to attempt to duplicate the complaint. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received.